Event description:
It was reported that a patient using the ilet bionic pancreas had been without a cgm sensor for several days, entered manual glucose readings, and was advised that the bg run mode was nearing expiration, prompting a switch to backup therapy until a replacement sensor could be obtained. Symptoms included no reported adverse clinical effects. Outcomes included planned transition to backup insulin therapy and the patient¿s intent to seek dosing guidance at an emergency department. Investigation included troubleshooting and user education regarding bg run expiration and backup therapy use. Investigation of this case revealed user operation consistent with expected system behavior when a sensor is unavailable and bg run nears its time limit, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was appropriate device performance with user-related circumstances requiring clinical support for backup dosing.